Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented chest pain. Cardiac catheterization revealed a totally occluded mid left anterior descending (lad) artery. A 2.50x16 mm taxus express2 stent was implanted in the mid lad. The patient was instructed to take, and did take, plavix for at least a several week period before surgery required him to stop the originally prescribed plavix for several months following stent implantation. Four months post the stenting procedure, the patient suffered a myocardial infarction due to thrombosis of the lad stent. The patient underwent emergent cardiac catheterization, angioplasty, and further stenting of the mid lad.